Event description:
It was reported that this right ventricular (rv) lead was experiencing high out-of-range shock impedance. Boston scientific technical services (ts) gave information regarding this lead and what clinically has been seen with this leads impedance. Boston scientific technical services (ts) recommended programming options for the implantable cardioverter defibrillator (ICD). The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was experiencing high out-of-range shock impedance. Boston scientific technical services (ts) gave information regarding this lead and what clinically has been seen with this lead's impedance. Boston scientific technical services (ts) recommended programming options for the implantable cardioverter defibrillator (ICD). The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the patient will continue to be monitored.